Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Remains implanted.

Event description:
Patient experienced a tibial fracture and pain approximately four years post-implantation. The patient was not revised.